Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and lead were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. (B)(4).